Event description:
The user facility reported that prior to the start of a patient procedure, the seat section of a surgical table drifted downward without being commanded to do so. The operator re-leveled the table and the procedure was completed successfully without delay. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris technician inspected the table and was able to duplicate the event. The technician observed a leaking hydraulic cylinder. The table has been returned for further evaluation and a replacement table has been provided to the user facility. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
Upon analysis by engineering, a sticking spool valve was found in the main manifold. This valve allowed internal leakage of hydraulic fluid which subsequently caused loss of hydraulic pressure, allowing the seat section to drift down. This event is considered isolated; no other similar events were found based on a search of complaint records.